Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source had a b30 scope communication error and an e315 scope incompatible error. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
Based on the results of the investigation, the root cause could not be determined. Since the serial number was unknown, manufacturing record could not be checked. Olympus will continue to monitor field performance for this device.